Manufacturer narrative:
Follow-up report will be filed when the investigation is complete. (B)(4)

Event description:
CT and mr images are viewed mirrored on pacs-iw when the patient is scanned in the prone position. There was no reported patient injury associated with this event.